Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A large posterior flail was present. An xtw was successfully deployed on the mitral valve, reducing mr to a grade of 2+. To further reduce mr, an xt was inserted and deployed on the mitral valve, reducing mr to a grade of <1. However, shortly after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Although the slda occurred, mr remained at a grade of <1. Therefore, no additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.